Event description:
During prep, the md noted that a portion of the catheter was crimped. The catheter was removed and replaced with no harm to the patient. Manufacturer response for balloon occlusion microcatheter, 150 cm sniper balloon occlusion microcatheter straight tip (per site reporter). Clinical site notified mfg rep directly.